Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify back light anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's light button was harder to press. Customer stated that they getting trouble to turn on back light. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.